Event description:
It was reported that the customer was hospitalized due to excessive ketones, diabetes ketoacidosis, and high blood glucose of 26mmol/l. It was stated that the customer may had caught a virus on the airplane and experienced a sore throat, sinus infection for two days, and then she developed a chest cough. Troubleshooting was performed, and the time/date was incorrect. The caller was not sure if the basal rate or bolus wizard settings were correct. The fixed prime test was performed and the insulin did exit. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.